Event description:
A customer reported not receiving the replacement adc meter, initially due to the meter turning on by button, but not test strips. On (B)(6)2021, as a result of not being able to monitor their blood glucose, the customer had hcp contact and was given 8 units of insulin by the hcp for treatment. The customer stayed in the hospital for 1 day. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs lite meter, and there were no adverse trends that indicate any potential product related issues. A tripped trend review was completed for the reported complaint and freestyle test strips, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lite meter; no trends were identified that would indicate any product-related issues. A tripped trend review was conducted for the reported complaint and freestyle strips; no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving the replacement adc meter, initially due to the meter turning on by button, but not test strips. On (B)(6) 2021, as a result of not being able to monitor their blood glucose, the customer had hcp contact and was given 8 units of insulin by the hcp for treatment. The customer stayed in the hospital for 1 day. No further information was reported. There was no report of death or permanent injury associated with this event.